Manufacturer narrative:
Citation: jilaihawi h et al. Sizing for self-expanding transcatheter aortic valve implantation. Eurointervention. 2018 aug 3;14(5):e490-e493. Doi: 10.4244/eijv14i5a86. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of computed tomography-based device oversizing in patients undergoing transcatheter aortic valve implantation with a self-expanding bioprosthetic valve. All data were collected from a single center between april 2017 and march 2018. The study population included 175 patients (patient demographics were not provided), all of which were implanted with a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation, high implant depth, and mild/moderate paravalvular aortic regurgitation. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.